Event description:
It was reported that during an unspecified surgical procedure the motor device was "getting repeated e2 error". The reporter stated that "they tried re-setting multiple times". There was a delay of ten minutes to the planned surgical procedure as a result. There was a spare identical device available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. The device was tested and the reported condition was duplicated and confirmed. The assignable root cause was determined to be improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.